Event description:
A pump alarm, specifically alarm 20, was reported during the loading process, and there was no adverse impact on the customer's blood glucose level. Despite assistance in loading a new cartridge, the issue persisted, and the customer was unable to resume insulin therapy. Consequently, customer technical support decided to replace the pump, which was still under warranty. The customer will use multiple daily injections as a backup therapy, and customer technical support confirmed the shipping address for the replacement. The customer was instructed on how to put the pump into storage mode and was advised to return the faulty pump using a pre-paid label within ten days, which the customer understood and acknowledged.